Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the header of the dialyzer. Patient was almost at the completion of treatment. Estimated blood loss was 5 mls. Patient had no ill effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the MFR. The batch record review confirmed the labeling, material, and process controls were within specification.